Event description:
The hospital reported that there were affected kit boxes that had damaged desiccant pouches. The desiccant scattered when unpacking the reagent board and the packaging bag splashed into the eyes of the operator. They went to the ophthalmology department for medical treatment without major problems. No other serious injuries.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The manufacturing records and quality control release testing was reviewed for kit part number d1200 / lot 158575 and device part number f4090 / lot 154909. Quality control release testing met specifications and there were no broken or unsealed desiccants observed. The current overall incident rate for broken/damaged/defective components for this specific lot based on the total distributed devices is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However the product will continue to be monitored and tracked.

Manufacturer narrative:
Correction: h10 the manufacturing records and quality control release testing was reviewed for kit part number d1200 / lot 158703 and device part number f4090 / lot 154900. Quality control release testing met specifications and there were no broken or unsealed desiccants observed. The current overall incident rate for broken/damaged/defective components for this specific lot based on the total distributed devices is 16.2%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However the product will continue to be monitored and tracked.